Event description:
The customer reported that this cardiograph produced incorrect 12-lead ECG's with reduced amplitude of the waveform in certain leads.

Manufacturer narrative:
The customer reported that this cardiograph produced incorrect 12-lead ECG's with reduced amplitude of the waveform in certain leads. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.